Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was originally implanted with an endologix graft on (B)(6) 2006; an afx bifurcated stent graft is being used as the default suspect medical device as the actual device details are currently unknown. Re-intervention for this patient was completed on (B)(6) 2018 and the patient was treated by implanting a non-endologix graft. It is currently unknown what prompted a secondary procedure for this patient.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported second endovascular repair. The clinical assessment also determined that there was evidence to reasonably suggest the following conditions that were not included in the event as reported: persistent pain post endovascular repair with a non-endologix device for an indeterminate endoleak and sac growth; planned open surgical decompression of the aorta two weeks post that endovascular repair; intraoperative hemorrhage and disseminated intravascular coagulopathy (dic) during the open repair. Also, the patient expired on the same post operative day as the open repair. These observations were determined during the review of the pre-procedure plan 138 month post implant, review of the 141 months post implant and discharge summary, index operative notes, and operative notes from 08 apr 2018 and 20 apr 2018 (both 141 months post implant). In addition, there was evidence of a type ia endoleak and a secondary endovascular repair prior to april 2018, and a cuff placement with a superior mesenteric artery snorkel per operative note at 141 months post implant. The complaint and patient death are most likely device related. The procedure related harms identified were coagulopathy and intra-procedural hemorrhage/bleeding. The final patient status was reported to be expired.

Event description:
Additional information received per clinical assessment confirming that the following events also occurred for the patient: type ia, ii, and IV endoleaks, aneurysm enlargement, back pain, aortic bleed and hemorrhage, disseminated intravascular coagulopathy (dic), and patient shock and death.